Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction function of the suction irrigator instrument was not working or performing adequately per the surgeon. Other troubleshooting was not successful. When removing the instrument, it got stuck in the 8mm port. The customer had to break the suction irrigator further to remove it from the port. The procedure was completed with no reported injury.

Manufacturer narrative:
The suction irrigator instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The suction irrigator instrument was analyzed and found to have a dislodged tip at the distal end. Visual inspection showed that the distal tip was partially dislodged from the main tube. No pieces were missing. Additional observation related to the reported complaint: the instrument was found to have a broken snake wrist cable. A broken snake wrist cable was observed during visual inspection. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.